Event description:
It was reported that the device classified some episodes as supra ventricular tachycardia (svt), when the physician felt it should have classified them as ventricular tachycardia (vt) events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.